Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a stained keypad overlay, a missing retainer, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform the self-test, active current measurement and sleep current measurement due to the blank display. During visual inspection, the cracked case-corner of belt clip rails extending towards the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. By using a test case, the insulin pump was able to power up and continued testing. The insulin pump passed the self-test, sleep current measurement and active current measurement. The insulin pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The insulin pump was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. However, low battery alert was recorded and found in the formatted history file on 10/16/2020 at 15:25:00.000, 11/06/2020 at 17:06:00.000, 11/22/2020 at 12:24:00.000, 12/07/2020 at 06:23:00.000, 12/27/2020 at 18:06:00.000, 12/30/2020 at 12:01:00.000 and 01/21/2021 at 18:38:00.000, power loss alarm on 01/26/2021 at 09:08:17.000, 01/26/2021 at 09:08:28.000, 01/26/2021 at 09:09:51.000 and 01/26/2021 at 09:10:03.000 and replace battery alert on 11/22/2020 at 21:55:00.000 and 11/22/2020 at 21:55:00.000. In conclusion, the insulin pump was unable to power up due to the shifted battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had blank display after the pump dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer confirmed that there was a crack on the battery compartment. Customer confirmed that there was a crack on the reservoir compartment. Customer confirmed that she corrected her blood glucose by insulin pen. The device will be returned for analysis.